Event description:
Reporter stated that patient's blood glucose was measured, using the comfort system, with a result of 130 mg/dl. Patient's blood glucose was reportedly tested, on a laboratory instrument, with a result of 25 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.